Event description:
It was reported that a power source alert had occurred. There was no reported impact on the customer's blood glucose level. The customer used a tandem charging cable with a third-party wall adapter and resolved the issue by ensuring the wall adapter was plugged into a working outlet for at least 30 minutes, resulting in the pump beginning to charge, and no further assistance was required.